Manufacturer narrative:
There is no manufacture date. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analysed. The available x-rays confirmed the insertion of the tvi into the venous system of the patient as reported in the event description. The x-ray documentation demonstrated that the tvi was inserted by advancing an lv lead. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - the complaint concerns a transvalvular insertion tool (tvi), which is a part of biotronik selectra accessory kit. It was reported that during implant the tvi was accidentally inserted over the wire through the selectra hemostatic valve, by pushing forward the sentus qp lead. The product was not returned. No adverse patient side effects were reported.